Event description:
It was reported that the patient's pacemaker was prophylactically removed in response to identification of the device's recall status. No issues were reported on the pacemaker. The pacemaker was replaced. There were no patient consequences.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Final analysis did not find any anomalies.